Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for tubal ligation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for tubal ligation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. D14831) inserted for tubal ligation. The patient's medical history included hemostasis, bleed in luteal cyst and endometriosis. On(B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the essure device was advanced through the operative hysteroscope and advanced into the right fallopian tube and deployed uneventfully, leaving 8 coils visible. Attention was then turned to the left tubal ostia and a second essure device was advanced into the left fallopian tube and deployed uneventfully with 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: salpingectomy: ¿ benign uterus with adenomyosis, secretory endometrium, mild chronic cervicitis with squamous metaplasia, no atypia or dysplasja. ¿ paratubal endometriosis. Fallopian tubes and left ovary without significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Lot number: d14831, manufacturing date: 2014-10, expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. D14831) inserted for tubal ligation. The patient's medical history included hemostasis, bleed in luteal cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the essure device was advanced through the operative hysteroscope and advanced into the right fallopian tube and deployed uneventfully, leaving 8 coils visible. Attention was then turned to the left tubal ostia and a second essure device was advanced into the left fallopian tube and deployed uneventfully with 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: salpingectomy: benign uterus with adenomyosis, secretory endometrium, mild chronic cervicitis with squamous metaplasia, no atypia or dysplasja. Paratubal endometriosis. Fallopian tubes and left ovary without significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 7-jul-2020: pfs received: previously reported event ¿medical device removal¿ replace with new event. New event were added: pelvic pain. Lot number, patient history, lab data were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.